Event description:
On (B)(6) 2012, the reporter contacted animas to report that for two weeks the patient had obtained low blood glucose readings in the early morning such as 40 mg/dl, 47 mg/dl and 52 mg/dl. The patient experienced the symptoms of sweating and confusion. The patient contacted emergency services; when paramedics arrived, they treated the patient with juice and fast-acting carbohydrates. The patient's blood glucose level responded and rose to 200 mg/dl. The patient was not transported to the emergency room. Troubleshooting revealed the patient had incorrectly set the time on the pump two weeks prior when she replaced the battery, setting am for pm. This would have contributed to the patient receiving the incorrect basal rates at the incorrect times. The technical support representative talked the patient through resetting the pump for the correct date/time. The patient's technique was incorrect by not verifying and setting the pump's date and time correctly. However, as the patient suffered blood glucose levels and symptoms suggesting severe hypoglycemia after this occurred, and received emergency medical attention and treatment, this complaint is being reported.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.